Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with duraply."

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal extension to treat an abdominal aortic aneurysm (aaa). Approximately, 4 years post initial procedure, a type iiib endoleak with aneurysm growth and a type 2 endoleak (non- device related failure) were detected and physician elected to reline with another bifurcated stent graft and a suprarenal extension. This event was reported under 2031527-2017-00164 and 2031527-2017-00341. Approximately, 1 year post intervention, multiple type 2 endoleaks (non- device related failure) with sac growth was reported. Coiling was performed. This event was reported under 2031527-2018-00689. A routine follow up, computerized tomography (cta) revealed a possible type 1b endoleak of the right common iliac (rcia) and another intervention was completed. The physician elected to treat the patient with four (4) ovation extender extensions being placed bilaterally as the left internal iliac and right femoral were previously coiled (this is outside the indications of use (off -label) due to concomitant use with products outside the IFU) and reportedly patient tolerated procedure well. This event was reported under 2031527-2019-00416. Now, approximately 1 month post op a new cta has revealed a 3b endoleak and the physician is planning to reline with a non-endologix device.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the type 3b endoleak based on medical records and imaging available for review. The dilute contrast due to the patients kidney status affected the ability to determine the type of endoleak that was present or determine if there was damage done to the pre-existing bifurcated stent graft during the endovascular procedure on (B)(6) 2019. The sac growth of 6.5 mm is confirmed. Procedure related harms, device, user, or anatomy relatedness of this event could not be determined. The final patient status was discharged post operative day one (1) following an endovascular repair procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2 with duraply. Corrections: b5: describe event or problem has been updated. H6: result code: remove code 3233 h6: conclusion code: remove code 11 h6: device code: remove code 3190.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal extension to treat an abdominal aortic aneurysm (aaa). Approximately, 4 years post initial procedure, a type iiib endoleak with aneurysm growth and a type 2 endoleak (non- device related failure) were detected and physician elected to reline with another bifurcated stent graft and a suprarenal extension. This event was reported under 2031527-2017-00164 and 2031527-2017-00341. Approximately, 1 year post intervention, multiple type 2 endoleaks (non- device related failure) with sac growth was reported. Coiling was performed. This event was reported under 2031527-2018-00689. A routine follow up, computerized tomography (cta) revealed a possible type 1b endoleak of the right common iliac (rcia) and another intervention was completed. The physician elected to treat the patient with four (4) ovation extender extensions being placed bilaterally as the left internal iliac and right femoral were previously coiled (this is outside the indications of use (off -label) due to concomitant use with products outside the IFU) and reportedly patient tolerated procedure well. This event was reported under 2031527-2019-00416. Now, approximately 1 month post op a new cta has revealed a 3b endoleak and the physician is planning to reline with a non-endologix device. Additional information: a re-intervention was completed and the patient was re-lined with a non-endologix (cook zenith) device. An angiogram confirmed a 3b endoleak and the re-line excluded the 3b endoleak. The patient tolerated the procedure well.